Event description:
The customer reported to philips that the ECG cable is not working. There was no report patient involvement or patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the ECG cable is not working. There was unknown patient involvement / adverse patient impact.